Event description:
A report was received that the pt wished to be explanted because his targeted pain areas were never covered. The physician stated that a lead revision had been advised to the pt previously due to lead migration and one lead wrapping around the ipg, but the pt did not comply and it was never performed. The physician has not seen the pt since that time.

Manufacturer narrative:
The pt remains implanted. This is the final report.